Event description:
Per the clinic, the patient developed soft tissue swelling, scalp induration and an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device on (B)(6) 2023.